Manufacturer narrative:
Unit passed the self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to damaged retainer ring. Unit successfully downloaded to thus. Unable to verify insulin flow blocked alarms due to damaged retainer ring. Confirmed pump alarmed insulin flow blocked alarm on 02/07/2025 21:40:36.000 in the history files. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, missing o-ring(reservoir tube), broken reservoir tube lip, partially detached retainer, corroded battery tube. Unable to verify insulin flow blocked alarms due to damaged retainer ring. Cosmetic damage at retainer ring was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported that the pump was not working, received an insulin flow blocked alarm, and damage to the retainer ring. The customer reported a blood glucose value of 206 mg/dl. The hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1780kl, unomedical. Troubleshooting was performed and the customer was not using the auto mode/smartguard feature at the time of the event also the customer had been using the insulin pump system within 48 hours of the reported high bg event. Troubleshooting was also performed for damage and the customer stated that the damage was at the reservoir area. No further patient complications were reported. Product return requested for mmt-332a. The customer declined to return or is unable to return. Mmt-1780kl was requested and the customer response was the device will be returned. Product return requested for unomedical. The customer declined to return or is unable to return.